Event description:
On (B)(6) 2011, it was discovered when the explanted generator was returned for analysis and data from the generator was downloaded to the decoder, that the data in the diagaccumconsumed memory locations revealed that 11.737% of the battery had been consumed. The battery voltage value stored within the generator, 2.829 volts, suggests the device is near an ifi condition. The neurologist had referred the patient for prophylactic battery replacement due to the ifi status. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Due to the discrepancy in the percentage of battery consumed and the measured battery voltage, the pulse generator was opened to confirm the battery voltage of the generator. The generator's measured battery voltage of 2.897 volts, still suggesting that the device is near an ifi condition. Programming data available from the field was reviewed and inserted into the cfcard decoder spreadsheet which revealed that the generator experienced a pulse disabled event due to vbat-60; eos threshold, as noted upon interrogation on (B)(6), 2010. The patient was seen prior to that on (B)(6), 2010 where the device was enabled and was delivering therapy as intended. On (B)(6), 2010, the device settings were re-programmed and the device appeared to resume normal device function. In addition, on the decoder dated (B)(6), 2010 the restart time showed that event occurred on (B)(6), 2009 and 14 seconds elapsed since final electrical testing which corresponds to the final electrical testing date on the manufacturer's records. However, on the decoder sheet dated (B)(6), 2010, when the pulse disabled event was present, the restart time showed that event occurred on (B)(6), 2010 and 30,441,814 sec elapsed since final electrical testing. The change in date indicates that the restart time appears to have been re-started on (B)(6), 2010. Given that the device settings were fairly moderate, duty cycle ranges between 5% -30% and maximum output current of 1.5ma, and comparing the maximum setting to the longevity tables from the m103 physicians manual, the generator should have lasted between 4-5 years (approximately and worst case) to ifi, however in this case the generator was only implanted for 1.4 years until ifi was noted. Battery voltage measurements taken at subsequent follow up visits show that the generator battery had begun to deplete atypically and in a manner consistent with what has been seen with generators which have experienced asic latch-up conditions when exposed to electrocautery or electrostatic discharge, thus explaining the sooner than expected ifi warning message. This occurs if the battery voltage reaches a value low enough to reset the device. The manufacturer's consultant reported that the vns patient may have had an MRI performed sometime between (B)(6), 2010. Additional information has been requested from the physician concerning the MRI but no further information has been received to date. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(4), 2013 when the battery was sent to the battery manufacturer for analysis as a result of the unexpected pulse disablement due to vbat-eos threshold condition that was identified on this generator. These batteries were compared to 3 beginning of life control samples provided by the battery manufacturer. The performance of the two groups, in terms of complex impedance and capacity verification, with a depth of discharge range from 76% to 86%, did not reveal any differences that account for premature battery depletion.